Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. Evaluation found that the unit has power but does not sound when in use with a sensor pad. The unit was tested and found to have a faulty speaker. The visual findings of the device found scuff marks on the exterior housing, a sign of dropping and bumping that may also have contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4).

Event description:
Customer reported when the alarm is powered up, the led flashes at tone but the alarm does not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.